Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 8 years and 7 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details were provided.

Manufacturer narrative:
Evaluation summary: minimal to moderate calcification was observed in the cusp areas of leaflets 1 and 2, and minimal calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1 and 3 exhibited moderate calcification, free margin of leaflet 2 exhibited minimal calcification. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at the stent outflow. The x-ray demonstrated calcification. A response was received from the healthcare provider indicating that this valve was explanted due to stenosis secondary to calcification. Per the op report, tee demonstrated severe mitral stenosis with preserved lvef (90%). The mitral prosthesis had severe degeneration and calcification of the leaflets. After implantation of a new edwards bioprosthetic valve, tee showed minimal perivalvular leak. The explanted device was returned to edwards for analysis, which confirmed the report of mitral stenosis caused by calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.